Event description:
It was reported that the intraocular lens implanted in the patient's left eye was explanted due to patient experiencing blurry vision. Another lens was implanted, model zmboo, 23.5 diopter. No other information was provided.

Manufacturer narrative:
(B)(6). The manufacturing record review indicated that all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the designated complaint types were generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.